Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer mentioned the pump alarmed no delivery while they were in the hosp. Explained this alarm is most often caused by a site or infusion set occlusion. When the set was removed the cannula was bent. Instructed to change infusion set.